Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire. The physician elected to no longer use and replace the lead. No patient symptoms or additional information was reported.